Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 590 mg/dl with high ketones. The cause of bg was unknown and bg was addressed with boluses. During troubleshooting, insulin was not seen exiting the cartridge tubing and the occlusion alarm did not reoccur. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.